Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated for their first system, they were recommended by a gynecologist to their original hcp. The patient stated the hcp had implanted the device in their left buttock but the patient had gotten infected and they became really sick with the first implanted system and had all "kinds of pain and trauma." The patient stated they had to go to the hospital and it was then that a "wonderful gentleman", a medtronic representative, had luckily been at the hospital at that time and saw the patient. The patient stated the rep about the issue who told the patient "oh no" and referred the patient to their current health care provider (hcp). The patient stated their current hcp saw them and knew they were "in trouble" and put the patient in the hospital. The patient stated it was just "very painful" and that their hcp removed their previous system and implanted their current system. The patient stated the rep had been at the procedure. The patient stated they didn't know what had caused them to get so sick but that the rep was extremely helpful and the patient appreciated everything the rep did.